Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. It was reported that following insertion the patient experienced recurrence of stress urinary incontinence, chronic vaginal pain and soreness when moving around, bladder infections, mesh erosion and painful sexual intercourse. It was reported that the constant pain and suffering from the mesh implant has caused the patient to feel depressed. The patient rarely leaves her home because it hurts too much to do anything so the patient tries to stay on the couch but after a while sitting begins to hurt. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information.